Event description:
The lay user/patient in (B)(6) reported blood glucose values of "187 mg/dl" with the subject meter and "144 mg/dl" with another meter (unknown brand) performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results was within the expected value of <=30% and/ or <=30 mg/dl. There was no injury and no treatment associated with this issue, however this complaint is being reported because the subject device did not pass product analysis testing.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the test strips involved with this complaint were tested and found to have failed for control solution high, in additon a secondary issue was found with the test strips where er4 was observed with control solution. The meter has also been returned to lfs but evaluation has not been completed at this time. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.